Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed). Also, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on helix/lobe mechanism (sleeve head), and blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial lead had no capture and was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.